Event description:
It was reported that during preparation for a water vapor therapy, the generator did to retract the needle when the delivery device was plugged. It was noted that error message code 40000 message occurred. There was no patient complication due to this event; however, the patient had already being sedated. The procedure was canceled, and the patient was rescheduled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during preparation for a water vapor therapy, the generator failed to retract the needle when the delivery device was plugged in and gave an error message. The procedure was canceled and the patient was rescheduled. The patient was sedated under local anesthesia at the time the issue occurred. This event is being reported for aborted/ cancelled procedure with a patient under anesthesia.